Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] based on the following information, it was presumed that body fluid, etc. Clogged in the air/water nozzle due to inappropriate reprocessing after previous procedure. -according to the inspection report of olympus china, it was confirmed that the air/water nozzle was clogged with foreign material, which was suspected to be dried mucus from patient. -according to the former similar cases, body fluid, etc. Seemingly had been clogged in the air/water nozzle due to inappropriate reprocessing after previous procedure. -IFU states as follows: >preclean device and accessories immediately after procedure. >flush water into the air/water channel of device during precleaning to remove clogging. >clean external surfaces of device with soft brush / lint-free cloth or sponges, paying attention to nozzle opening so that all debris is removed. >how to flush /remove detergent solution into/from the air/water channel >presoak device in detergent solution before manual cleaning for excessive bleeding and/or delayed reprocessing after each procedure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was confirmed that there was a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle. In addition, the field service engineer of olympus (B)(4) gave the detailed feedback on the reported phenomenon as follows; -it's found with some foreign material inside the air/water nozzle because the air/water flow was not very smooth. -the air/water nozzle was clogged by some impurities which was suspected to be the dried mucus from the patient. -this malfunction was found by the user at reprocessing after the procedure and was not later used on a patient. -the user was able to reprocess in the correct procedure, but clogging issue was still found during the reprocessing. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle of the subject device (the user may have used the poor reprocessing subject device for next procedure). The subject device had been returned to olympus (B)(4) for repair of the air/water nozzle flow malfunction. There was no report of patient injury associated with the event.